Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the applicator tip of three pessaries was flared out making insertion uncomfortable. She was able to manually remove the pessary and did not seek medical attention. No further information has been received.